Event description:
After preparing a bag of stock vancomycin solution for drawing up pediatric doses, observed a piece of what appears to be plastic floating in the bag. This has occurred multiple previous times. We are trying to work with manufacturers of the various components to identify the particle floating in the bag. We previously provided a sample to bd for analysis and the floater in that sample did not come from their product. We are providing two samples to b braun to determine if the floaters are from their dispensing pin - the dispensing pin seems to be a common element from all samples we've discovered.